Manufacturer narrative:
D10 concomitant medical products: 88862947-53 ticron 2-0 blu 75cm sc250 da - 88862947-53, lot# d9g2392y 88862947-53 ticron 2-0 blu 75cm sc250 da - 88862947-53, lot# d9g2392y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a knee arthroscopy procedure, three (3) swaged needles with suture snapped when the surgeon tied the knot over the capsule. The sutures were removed from the patient. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.